Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00265. It was reported that there was removal difficulty. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal to distal right coronary artery (rca). A 2.00mm rotalink¿ plus and a rotawire guide wire were selected to treat the target lesion. During the procedure, the physician encountered difficulty removing the burr despite using the dynaglide mode and also noted resistance with the rotawire guide wire . The procedure was completed by removing the burr and the wire as a unit. There were no patient complications reported and the patient's status was good.